Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.00/+2.0/095 (sphere/cylinder/axis) in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to the lens tore during delivery and lens dislocation/subluxation. There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The eye is quiet. The cause of the event was due to user error.